Event description:
The product was used during a vein stripping procedure. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occured.